Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional test, service history and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during automatic test and the review of the alarm logs. The cause of the condition was the force sensing resistors were damaged. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.